Event description:
A surgeon reported a patient with an unexpected postop outcome following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the event continues and that most of the patient's astigmatism is not corrected. There have been no medical or surgical interventions performed. The surgeon reported the lens is in the bag without capsular opacity.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2012 by fax and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).